Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the leads had come out. Additionally it was reported that the patient was not feeling stimulation and was encountering the "setting not available contact your clinician" error message. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated the patient had burning in the back area where the leads were originally placed during the basic evaluation.. The issue was not resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, lot # unknown, product type screening device.

Event description:
Additional information was received from the healthcare provider and it was reported that they did not have the patient in their system.